Manufacturer narrative:
No additional information are available at the moment.

Event description:
Revision surgery will be performed due to dissociation of the femoral component (no trauma reported). The patient was primarily operated in (B)(6) 2022 and revised in (B)(6) 2023 for a secondary infection following osteomyelitis on the opposite side, which also involved a patellectomy. The combination of a weakened extensor apparatus, lower leg amputation in the meantime, and several secondary diagnoses are certainly possible risk factors.

Manufacturer narrative:
Follow up 1: new additional information become available, clinical and pictures analysis performed. Batch review performed on 19 july 2024. Lot 2109922: (B)(4) items manufactured and released on 01-dec-2021. Expiration date: 2026-nov-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 19 july 2024: gmk-hinge 02.09.0312h fixed tibial insert size 3/12mm (k130299) lot 2217598: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-aug-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: 2 years after constrained tka in a patient with very serious comorbities, the constrained device dislocated and reoperation was necessary. Since the original implantation, the patient suffered transtibial amputation, infection, patellectomy. The dramatic interventions on the ipsilateral leg, involving the extensor mechanism and the soft tissue stabilizing structures are factors that have certainly changed the environment of the knee. The change in joint tension may have been the cause for dislocation. The situation described in this report is altogether exceptional and no previous experience was gained before on similar conditions. We don't expect that implanting a gmk hinge on an amputee should be considered as a contraindication, but secondary amputation and patellectomy are interventions that may change the stabilizing structures and therefore careful evaluation should be carried out. It doesn't appear that the dislocation was due to a malfunctioning device. Analysis based on the pictures performed by r&d project manager: from analysis of the pictures of the explanted components, no anomalies can be noted. This is a very unique scenario in which the patient, in the last 2 years, had several problems, not related to the primary surgery, that led to a weakened extensor apparatus, a lower leg amputation, irroration of the knee and punctures. All of these could have changed the enviroment of the knee with a different tensioning and ultimately could have led to the dislocation of the femur. From inspection of the pictures, there is no evidence that the event is related to a faulty device.

Event description:
Right tka was performed on (B)(6) 2022. The histology results determined excision (medial tibial plateau knee right), osteocartilaginous tissue with a completely necrotic medullary cavity; no evidence of infection. On (B)(6) 2023: a prosthesis-associated infection was detected on the right knee, treated with knee puncture. On (B)(6) 2023, knee arthroscopy, sampling, and joint irrigation; repeated on (B)(6) 2023. On (B)(6) 2023, only the liner was revised due to infection. Same size implanted (02.09.0312h lot. 2111972). On (B)(6) 2023, diabetic foot syndrome was diagnosed; right knee transtibial amputation was performed. On (B)(6) 2024, all components were revised due to the dissociation of the femoral component; a coupled prosthesis was needed. No issue was detected on the implants.

Manufacturer narrative:
Visual inspection performed by r&d department. Visual inspection of the explanted components reveals no abnormalities. This is a very unique scenario in which the patient has had several problems in the last 2 years - not related to the primary surgery - that has led to a weakened extensor apparatus and a lower leg amputation. These events could have changed the environment of the knee with different tensions and ultimately led to the dislocation of the femur. Based on visual inspection, there is no evidence that the event was related to a defective device.